Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position and the red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. There is a large amount of dried powder inside the valve where the catheter is attached. When tested as returned, the device did not spray. The red activation handle was removed and the carbon dioxide cartridge was noted to be not empty. The cap on the carbon dioxide cartridge shows a full puncture. The lance position was measured using a specific tool, and found to be positioned correctly. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device did not spray powder. Upon inspection, the new carbon dioxide cartridge was not punctured because the lance had rotated in the regulator and had become stuck. The regulator was disassembled and all pieces were found to be present, however the beveled tip of the lance had been dented sometime during investigation process prior to product retesting. The device was disassembled and an internal clog was observed. The tubes were disconnected and the powder was removed. Clumps and hard chunks of powder were observed from the tube between the on/off valve and powder chamber. The distal opening of the device was also clogged with dried powder. A visual of the hole in the bottom of the powder chamber confirmed it to be open and clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Further, it precautions, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a push enteroscopy hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Once the hemospray was set, the nurse was instructed to release the powder. She pressed down on the release button, held it, and nothing came out. Powder was not being released at all. They attempted two (2) more times without success. The cook sales representative advised them to remove the catheter and replace it with the second one in the set, and still no powder was released. The cook sales representative had a backup device and it was used successfully to complete the procedure. The patient was late-60's years old. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.